Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test : reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was unknown. Customer stated the insulin did not exit. Customer stated they was able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer stated insulin exited the tubing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was replace plunger and manually push plunger very slowly, while keeping the reservoir straight and verify insulin did not exits the tubing. It was stated they was able to troubleshoot for a potential reservoir and infusion set issue at this time. It was stated the insulin pump alarmed insulin flow blocked. It was stated that they have another reservoir for testing. It was stated insulin exited the tubing. It was reported that the changing the reservoir resolved the issue, advise customer to return the reservoir. The reservoir will be returned for analysis.